Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter was reading inaccurately high. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed on an unknown date/time she tested on the subject device and observed an unknown high reading as compared to her other meters omipod and accuchek aviva on which she obtained readings of "134 mg/dl" and "136 mg/dl" respectively. The patient reported that the subject device is her back up meter; her primary meter is also a onetouch verio iq meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/19/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 9/3/2013 and 9/5/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.